Manufacturer narrative:
Osseotite implants (oss313) was received. Visual inspection of the returned products identified that both the implant had fractured horizontally across the thread. There were noticeable nicks around the collar and the external hex feature. The bottom portion of the implant remain in the patient¿s mouth and were not returned. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. Review of the DHR for oss313 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. D4: UDI: (B)(4). H3: device evaluated by manufacturer: change "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured. The lower part of the implant remains in patient's mouth and is not going to be removed.